Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
Correction: the manufacturer incorrectly reported the device was returned to the manufacturer for evaluation. The device was returned to a third party service center for evaluation. The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. Evaluation conclusion: the manufacturer only investigated the internal battery.